Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found a damage top cover, head restraints, battery compartment, bottom cover, the backlight of lcd is not functional and bent battery lock, unrelated to the reported issue. To remedy the issue, the top cover, head restraints, battery compartment, bottom cover, processor board and battery lock need a replacement. The autopulse platform is a reusable device and was manufactured in 2010 and is 8 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the advisory. No patient involvement.